Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger retracted heavily. There was resistance pulling the suture; the suture broke. Another proglide was used at the same position successfully. A third proglide was attempted with the same result in the second preclose position with the same heavy retraction of the plunger, resistance pulling the suture and a suture break. A fourth proglide devices was preplaced successfully. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot#; MFR site - reg#. Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was confirmed as a link break. The reported resistance removing the plunger was not confirmed. The reported resistance removing the suture could not be replicated in a testing environment as it was based on operational circumstances a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.